Event description:
Patient says device is toning, I need to know whether it is the battery or a broken lead. H (all active leads are st. Jude). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).